Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). At this time, it is unknown what caused the instrument breakage to occur. A review of the site's complaint history identified that no additional complaints related to the product or the event were reported. No image or video was provided by the site for review. A review of the instrument log for the long bipolar grasper instrument (470400-10/n10190930) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020. This complaint is being classified as a reportable malfunction event due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required after a piece of the long bipolar grasper broke off and fell inside the patient. However, unintended fragment(s) falling inside the patient may cause or contribute to an adverse event and require surgical intervention.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the long bipolar grasper instrument tip broke off inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the long bipolar grasper instrument collided with another instrument during the case. The nurse reported that the surgeon was probably dissecting pleural tissue and that the instrument probably collided with the cadiere forceps instrument. The tip of the long bipolar grasper is what fell into the patient. The fragment was retrieved by using another instrument and taken out through the assist port. There was no medical intervention required to address the issue and no post-operative tests were performed. The instrument was inspected prior to use and the instrument looked fine. The fragment was discarded and only the instrument is being returned to isi for analysis. The procedure was completed robotically as planned with no patient injury. The procedure was confirmed to be an esophagectomy. Patient demographic information, relevant tests, and medical history information was requested however, the nurse was not able to disclose that information.